Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This event occurred before use and the patient was not connected. After the system error the patient removed the cassette and will start a new therapy later. The reported stated that the system error 2367 cleared after the power on the homechoice was turned off and then on. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.